Event description:
The lead was capped.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. Based on device parameters, a longevity calculation found the battery voltage to be lower than the expected value. The battery was returned to the vendor for destructive analysis. Analysis was unable to identify a root cause for the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device reached end of life after 22 months implant. The outputs were within expected ranges and the patient had not received any therapies since implant.